Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2021. D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: ireland. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
No further event information available at the time of this report.